Event description:
Four and a half years postoperatively, the valve was explanted due to aortic insufficiency. At explant, it was reported the valve appeared 80 percent dehisced. The valve was removed and replaced with a sjm hp valve (model, s/n unknown). Postoperatively, the pt experienced low cardiac output and expired two days later. Additional info will be requested.